Event description:
A trilogy 100 ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of patient harm. The device was not reported to be in patient use. The trilogy 100 device failed a 02 low flow test step during evaluation at the manufacturer's service center. The device's active exhalation control module (active exhalation controller) was replaced to address the issue. Additionally, during run-in testing, the device generated a ¿replace detachable battery¿ alarm. Further investigation identified an error indicating failure of the detachable battery, which required replacement to resolve the issue. As part of preventive maintenance, the blower assembly, overhead blower filter, and inlet filter were replaced, and the outer enclosure was cleaned. Due to a "ventilator service required" error associated with an open vbulk fet, the power management board was replaced. No errors related to the internal battery were documented. Following the repair, the device passed all testing.